Event description:
It was reported that pump insulin gauge displayed amount different than expected on previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again for troubleshooting if same issue occurred during active use, which caller acknowledged.